Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the patient¿s initials, patient¿s age, date of birth, patient¿s symptoms, date of event, date of implantation, and date of explantation. The date of event and date of implantation were estimated as (B)(6) 2004 based on available information. The patient was 40 years-old when she first experienced the symptoms. Initially, the patient¿s initials were reported as (B)(6) however, additional information revealed that the patient¿s initials are (B)(6) the patient¿s date of birth is (B)(6) 1964. The patient experienced diabetes (2008), pneumonia (2009), migraine headaches (2004), aches (2004), weakness(2004), carpal tunnel (2008), hypertension (2009), cmv (2010), hepatitis (2010), encephalitis (2010), constant tremors(2010), mental decline, difficulty ambulating (2010), neuropathy both feet (2012), wheezing (2019), coughing (2019), shortness of breath(2019), left breast swelling redness (2020), left breast pain(2020), right-sided deflation ((B)(6)2020), and bilateral capsular contracture (grade unknown, (B)(6) 2020). As a result, the patient underwent bilateral removal without replacement on (B)(6) 2020. The relevant fields have been updated. Updated reason for device explant and/or reoperation: autoimmune disease, capsular contracture, deflation h6 patient code 3191: medical device removal. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation:n/a. (B)(4).

Event description:
It was reported via mw5095724 that a female patient underwent a breast surgery with two unspecified mentor textured saline breast implants and suffered several unexplained systemic symptoms, including breast burn, rheumatoid arthritis (2008), fibromyalgia (2008), fatigue (2008), hypothyroidism (2020), right breast swollen (2020), right breast redness (2020), fever (2020), interstitial lung disease (2020), and ground-glass opacities (2020). In addition, the patient experienced left-sided deflation in 2020. The root cause of the patient¿s symptoms is unclear. As a result, the patient is planning to remove her implants. However, at this time of report, mentor has received no information regarding an expected explantation date. The event date was estimated as (B)(6) 2008 based on available information. This report is for the right-sided prosthesis.